Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was initially reported that the patient developed skin damage while on a compella bed. No further details were provided at that time to specify the ¿skin damage.¿ additional information was received from the customer reported to have developed a deep tissue injury to the left heel, a category 1 pressure injury to the right heel, and moisture associated skin damage to the left flank. Interventions included consultation with a tissue viability nurse specialist and moving and handling team, application of dressings to the affected areas, and increased monitoring. The customer reported that a turning protocol, comfort rounds, and sskin bundle interventions were implemented; however, these were described as inconsistently performed. The patient was later reported to have expired; the cause of death was not reported; nor was it reported if an autopsy was performed and additional information requests were unsuccessful. There was no allegation of a device malfunction. No further information was available at the time of this report.